Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the patient experienced a serious problem of purulent and blistering on the skin after using the electrode pads. The patient has no history of allergies. No drugs have been used on the surface of the skin with the electrode pads. After the problem occurred, the department replaced the electrode pads and such problems did not occur on the same patient again.